Event description:
Olympus was reported that the jaw broke off after 10 uses. There was no pt harm reported.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 22nd, 2015. This is a supplemental report for MFR report # 8010047-2014-01069 to correct model #.

Manufacturer narrative:
The subject device was returned to olympus europa se and co. Kg for eval. The eval confirmed that the probe broke down. There were some confirmed that the probe broke down. There were some scratches of the probe. The mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, we have concluded that the probe tip presumably was scratched because the physician activated ultrasonic output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the error displayed. Consequently, the physician continued to use the device and the probe broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling.